Event description:
The first report of three involving a cusa excel, hand piece, cem nosecone and tip from the same facility. A neurosurgeon cusaexcel, for a posterior fossa craniotomy for tumor removal and during the case it "stopped working (stopped cutting effectively)." Also described as "the vibration light bars going up and down." The machine was not turned off, it just stopped working. The physician could tell that it wasn't working anymore." A second handpiece was tried but it had the same issue. A cem nosecone was used. The same tip was used on both handpieces.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.